Event description:
It was reported on (b)6) 2025 that the patient presented with grade 4 functional mitral regurgitation(mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure of mitraclip(cds0705-xtw; 40911r1070) while orienting the gripper's direction just above the mitral valve in the left atrium, one gripper was unable to lower. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. The device was checked for gripper actuation at back table and the issue was persistent. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the observed harness pinching the gripper cover; however, a cause for the pinched cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.